Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The design history review is pending and will be reported by a supplemental report.

Event description:
It was reported that the ev1000a system was being used during patient monitoring when the display screen froze. This occurred more than once throughout patient monitoring. The clinicians tried troubleshooting the issue, but it was unsuccessful. There were no error messages noted. There was no inappropriate patient treatment administered. There was no patient harm or injury. The patient demographic information is not available.

Manufacturer narrative:
The suspect ev1000a system was not returned by the facility for product evaluation. Edwards is unable to confirm or negate the customer¿s experience without the return of the suspect device. The device service history record review as completed and all manufacturing inspections passed with no non-conformances. The root cause of the reported issue is indeterminable as the product was not evaluated. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. There was no inappropriate patient treatment administered. With any hemodynamic monitoring, readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.